Manufacturer narrative:
Device evaluation summary: upon receipt by mentor,the device contained no fluid. White material was observed within the device. White and yellow material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 1.7 cm within a crease on the anterior aspect and extended to the posterior aspect. No other anomalies were discovered. Complaint could not be confirmed since there is no event to compare with. At this point, is not possible to determine a root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Concomitant products: saline mentor smooth round moderate profile 525cc, catalog number 3501685. Manufacturer¿s reference number: (B)(4).

Event description:
On 10/23/2018, two saline mentor smooth round moderate profile 525cc breast implants were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why these devices were returned to mentor. However, one of the devices was severely rented. This could be indicative of a unilateral deflation event where the patient elected to undergo bilateral removal and replacement. As a result, this event will be conservatively reported to FDA as such. If additional information is received in the future, a supplemental report will be submitted.